Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping, problem isolated to electrical board, however during visual moisture damage noted to the electronics stack. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had white flashing screen after put the insulin pump back in after shower. The customer¿s blood glucose level was unknown. Customer was calling back with blank display after receiving the new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.